Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer phone call stated that the bottom part of the dual clean oral-b brush head refill was breaking and that this has happened on and off for years. No injury was reported.